Event description:
The manufacturer received notification of this complaint through the publication titled ¿how to fix residual mitral regurgitation due to ring detachment after valve-in-ring procedure¿ by dr. Gentile et al. According to the paper, the case involves a 69-year-old man who reportedly developed heart failure three years after undergoing surgical mitral valve annuloplasty with a memo 3d 32-mm ring. Based on the information gathered from the paper, echocardiographic evaluation revealed severe left ventricular dysfunction accompanied by significant mitral regurgitation (mr), attributed to asymmetric tethering of the valve leaflets and a retracted posterior leaflet. A partial detachment of the mitral annuloplasty ring was also noted in the anteromedial portion, although this was reportedly not involved in the etiology of the mr. Due to the patient¿s prohibitive surgical risk, a percutaneous approach was selected. According to the paper, a transfemoral-transeptal mitral valve-in-ring (vir) procedure was performed. Reportedly, a balloon-expandable sapien 3 29-mm prosthesis (edwards lifesciences) was implanted within the complete semirigid memo 3d 32-mm ring. Intraprocedural echocardiography, as described in the publication, showed normal function of the prosthesis. However, severe residual mr was observed through the detached portion of the mitral ring. According to the paper, the cage of the implanted prosthesis caused forced systolic opening of the native valve, which failed to prevent mr through the free-flow cage and the area of ring detachment. To address this complication, it was reportedly decided to implant a second balloon-expandable prosthesis within the first one, aiming to ¿close¿ the free-flow cage by creating a ¿neoskirt¿ that would function like a covered stent in the mitral position. Based on the information in the paper, a second edwards sapien 3 29-mm valve was implanted in a more ventricular position than the first. The resulting ¿neoskirt,¿ formed by the two prostheses, was reportedly effective in excluding the native leaflets and preventing mr through the ring detachment. According to the publication, residual mr was significantly reduced, and normal prosthesis function was documented.

Manufacturer narrative:
The manufacturer is currently following up with the corresponding author of the publication to retrieve further information on the event. A follow-up report will be submitted upon availability of additional details.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h6, h11. Since the serial number of the memo 3d ring has not been provided, it has not been possible to conduct any manufacturing or material record review. Moreover, as the ring appears to remain implanted in the patient, no further investigation of the device can be performed. Despite multiple attempts to follow up with the corresponding author of the paper and the involved healthcare facility, no response has been received. Consequently, a definitive root cause for the event cannot be determined. Should any new information become available, the manufacturer will reopen the case and reassess it accordingly.